Manufacturer narrative:
The reported event of a damaged outer jacket was confirmed. Examination of the returned modular cable noted that both bend reliefs were discolored. There were two sections of the cable covered with a rescue tape, one approximately 7 inches from the inline connector and the other approximately 14 inches from the inline connector. The evaluation of the suspected areas of the outer jacket revealed the jacket was torn and the polyurethane around the torn areas showed a cracked surface. Visual inspection of the underlying armor layer found no evidence of damage and there were no exposed wires. The controller and inline connector pins appeared unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 1 year, 1 month (calculated from the date when the modular cable was issued to the patient). The modular cable was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the customer replaced the modular cable on (B)(6) 2017 due to a tear in the outer layers. The tear was exposing the inner percutaneous lead (driveline). There were no alarms triggered by the event. The patient was asymptomatic.